Event description:
Pt and rn reported pump issue [serial number and expiration date not provided]. M advised that top lever was hard to push down to get it locked into place and gives error of "downstream occlusion". Rn advised that they have been working with this pump with this pt for a few years and never had this issue. Pharmacy to replace pump. Pump associated with event available for investigation once returned by pt. Pt sent return material. No interruption to therapy, missed dose(s) or adverse event(s) reported due to product issue. Date issue discovered not specified. No further info. Reported to (B)(6) by health professional.